Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 4.3 mmol/l (performa system) and 2.14 mmol/l (lab result).

Manufacturer narrative:
Device was received in a condition which made analysis impossible. Unable to test because an empty vial was returned.